Event description:
It was reported that patient has an infection. The surgeon believes the steristrip was taken off too soon after surgery causing the wound to open up. Device history records for the generator were reviewed and showed that both the lead and generator were properly hp sterilized prior to distribution. Both device passed all functional specifications as well prior to distribution no surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?, code 81, device return and evaluation is not needed as it will add no value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient had lead and generator explant. The patient had wound washout and a wound vacuum for wound closure, and the vacuum has since been removed. No other relevant information has been received to date.